Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during testing. The hand control connector is broken. This issue prohibits use. There was no patient injury and no medical intervention required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Complaint of broken piece from mdu stuck in control unit's receptacle was confirmed. It appears that extreme force was used to remove mdu connector on power cord from hand piece receptacle on control unit which caused shaft to break off mdu connector and become stuck inside of hand piece receptacle. The complaint investigation has concluded that this is a user error since product has been in use at customer site for over 6 months before incident occurred. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.